Manufacturer narrative:
H6, corrected data: initial report inadvertently used b20 instead of b17.

Event description:
It was reported that the patient was seen with high impedance and underwent a full replacement. Suspect device hasn't been received by manufacturer to date. No other relevant information has been received to date.